Event description:
The customer states that the aeroset a-line sample probe was leaking. The customer replaced the probe twice with no resolution. During this time period, a pt potassium result of 1.8 mmol/l was reported out of the laboratory. Contorls were within specifications. The laboratory recalled the report before the physician reviewed the result. The pt was not treated based on this value. The sample was tested on a beckman analyzer with a potassium result of 3.1 mmol/l.